Manufacturer narrative:
Since this event may have involved three medical devices, three manufacturer reports are being submitted. This report describes the third device. Manufacturer report numbers 3005174370-2015-00056 and 9611385-2015-00017 describe the first and second device, respectfully.

Event description:
On (B)(6) 2015, a dentist reported that one of his patients had need for endodontic treatment. This patient had a crown placed in (B)(6) 2012 made from 3m espe lava ultimate cad/cam restorative for cerec, which was seated with 3m espe relyx ultimate cement and 3m espe scotchbond universal adhesive . The reporting dentist indicated when the patient was examined during a routine hygiene appointment in (B)(6) 2014, no issues were noted. The patient presented with sensitivity on (B)(6) 2015; at that time, margins were described as having slight leakage. The tooth will be restored with non-3m espe materials and the dentist expressed his opinion that the patient will be fine.